Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver shock to a patient in cardiac arrest. Philips is considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Multiple requests were made for additional patient/procedure information, however, no additional details were received. Multiple requests were made for evaluation and resolution information, however, no additional details were received. No conclusion can be drawn.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : multiple requests were made for evaluation information, however, no additional details were received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver shock to a patient in cardiac arrest. Philips is considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Additional details have been requested.